Event description:
It was reported that during a pta treatment procedure in the renal artery, "they were unable to advance the stent and catheter across the lesion." The vessel being treated had severe stenosis and was predilated. During advancement, it appeared that the stent delivery was caught at the end of the guide catheter. The physician "noticed the stent was slipping off the balloon and pulled it out." The stent did not come off the balloon. The procedure was successfully completed with another of the same device. There were no reported patient complications and the current patient condition is reported as "ok."